Event description:
Caller reported a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer did not require assistance from a third party and addressed the high blood glucose level with a correction injection via multiple daily injections (mdi). The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.